Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the bioprosthetic valve appeared to be severely stenotic 21 months post implant. The exact cause of the valve stenosis cannot be confirmed. In addition to the mechanisms previously described, patient factors (chronic kidney disease, renal cancer) may have contributed to this event. Another aortic valve replacement was discussed; however the patient was considered a poor candidate for the procedure. The patient was managed medically with no further intervention performed. The patient expired shortly after admission. The exact cause of death cannot be confirmed. A diagnosis of acute respiratory failure with hypoxemia and hypercarbia, and acute chf was reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the partners 2 b clinical trial, 21 months post valve-in-valve (sapien xt valve in a medtronic valve) echocardiogram indicated valve stenosis. No regurgitation was observed; however, a peak velocity of 4 1m/sec was reported. Medical record review revealed a 23mm sapien xt valve was successfully implanted in a severely stenotic prosthetic aortic valve via the transapical approach. On postoperative day (pod) 2, the patient developed atrial fibrillation (afib) with rapid ventricular rate (rvr). The afib was medically managed and on pod5, the patient was successfully cardioverted. The patient was discharged to home on pod7 in stable condition. The 30-day echo indicated no regurgitation, an ef of 42% and a mean gradient of 29 mmhg. The 6-month echo indicated no regurgitation, an aortic valve area on 0.88cm2, an ef of 43% and a mean gradient of 39 mmhg. The 1-year echo indicated no regurgitation, an ef of 34% and a mean gradient of 35 mmhg. At the 1-year follow-up visit, the patient reported exertional chest pain on a fairly regular basis and shortness of breath with activity. A pharmacological stress test was performed. The stress test indicated an area of infarction of 5% of the myocardium. This was considered a localized ischemia without high-risk features. An ef of 39% was also reported. No actions were taken and the patient was instructed to return to the clinic in 6-months for follow-up. Twenty-one (21) months post implant, the patient was admitted for chest pain and nstemi. Catheterization indicated two known occluded svgs and severe small rca disease. Medical treatment was recommended; however, no actions were taken. Severe stenosis of the prosthetic aortic valve was also reported and the patient's ef had decreased from 40-45% to 25-30%. The patient was diuresed and discharged. Following discharge, the patient became progressively short of breath and was readmitted approximately 13 days later with acute on chronic systolic chf, cardiomyopathy, pulmonary edema and an ef of 20-25%. The patient was diuresed overnight, but had worsening pulmonary edema in the morning. The patient also reported a worsening productive cough over the previous several days. The patient was started on antibiotics for possible pneumonia, verses acute chf exacerbation with pulmonary edema. A tee was tentatively scheduled to further evaluate the aortic valve. The possibility of another aortic valve replacement was discussed; however, it was determined that the patient was a poor candidate for further intervention due to the elevated troponin, possible further ischemia and low ef. The patient requested no intubation, dialysis, or feeding tube; however, compression was requested. During the hospital stay, the patient's underlying lung disease with pulmonary fibrosis and kidney function worsened. Aggressive treatments were not successful and the patient was placed on comfort care. The patient expired 3 days post admission. The patient's family requested that no autopsy be performed. The exact cause of death cannot be confirmed; however, a diagnosis of acute respiratory failure with hypoxemia and hypercarbia, and acute chf was reported.